Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 36 mg/dl, treated with food and glucose tablets and blood glucose went up to 89-176 mg/dl. Troubleshooting found that the drive support cap was normal and that correct priming technique was followed. Customer was advised to monitor the pump and call back if any further issues.